Event description:
It was reported by service report that the security staff stated that the cot legs stick when raising or lowering. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Upon investigation, it was found that the operators were not using the cot properly. Conclusion: the issue was resolved for the customer by training the staff members that did not know how to properly operate the cot. Additionally, info on the use and maintenance of the cot was sent to the staff members from the service tech.